Event description:
I have breast implants since 2017. I got them done in spain, my country. (B)(6). I found out that my implants were removed and stopped making them in december 2018 because allergan company did not want to give additional information to the french notified body gmed, with identification number 0459 so this organization has not renewed the ce marking certificates for breast implants and textured surface tissue expanders (microcell and biocell). So, knowing this information I decided to contact with FDA about this as I'm having immune system symptoms since october last year 2024. My breast is sore and heavy, I have inflammation on the top of my stomach, I have breathing problems and I have sensitive and dry skin and the list goes on. I just wanted to report this problem and I would like to know what I can do about it? I'm removing them as soon as I can. Is there anything I should know about? Is allergan company going to pay for get these implants removed? Thank you (B)(6). Reference report #mw5167543.2k.